Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced hypoglycemia with blood glucose level of 40 mg/dl and 46 mg/dl. They were treated with glucose tablets. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. The customer also reported inaccurate sensor readings that triggered a threshold suspend. Insulin delivery was not suspended due to sensor glucose and blood glucose difference. The customer also reported other symptoms such as headache, sleepiness and pain. The auto mode feature was active during the reported event. The device will be returned for analysis.